Event description:
It was reported during remote follow up that the pacemaker exhibited inappropriate mode switches. These switches were found to be a result of far r-wave oversensing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.